Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the distributor indicated that a device investigation by the manufacturer was no longer needed. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is no longer returning.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the c2 segment of the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra balloon guide catheter into the target vessel. Due to the wide neck of the aneurysm, the physician advanced another manufacturer¿s hyperglide catheter through the balloon catheter and then advanced another manufacturer¿s microcatheter through the hyperglide catheter. An initial non-penumbra coil was then deployed into the target vessel. While attempting to advance a new smart coil through the microcatheter, the physician experienced strong resistance when the coil was almost advanced out of the microcatheter. Subsequently, the smart coil became stuck and was removed. The procedure was then completed using additional coils and the same non-penumbra microcatheter. After the procedure, the physician attempted to advance the same smart coil through the same microcatheter while outside of the patient¿s body; however, resistance was encountered again and the smart coil was unable to advance through the microcatheter. There was no report of an adverse effect to the patient.